Event description:
Physician reported right side rupture and capsular contracture baker grade 3. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade 3.

Event description:
Physician reported right side rupture and capsular contracture baker grade 3. Device explanted.

Manufacturer narrative:
Device evaluation- based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ rupture : observed, broken assessed as surgical impact opening. (Shell thickness was within specification). Additional observation. ¿ no penetrating nick stress marks.